Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The engineering technician reported that the handpiece had a bias-current warning on the console as reported, and noted the motor was corroded. The device can run without user activation if the motor is corroded. Therefore, it is likely the reported event was being caused by the corroded motor.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.